Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator and keypad. The insulin pump corroded battery tube assembly and battery tube spring contact. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the battery compartment spring was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.